Manufacturer narrative:
A lot history record review was completed for lots 25121053, 25121173 and 25121053 the last 3 lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. Evidence of blood and signs of clinical use were observed. The c-ring was transected in half longitudinally between the flanking curved areas. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. There were no missing components observed on the c-ring. Based on the condition of the device as returned the reported complaint was confirmed. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro was broken when the package was opened. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
Feb. 08, 2016 11:27 am (gmt-5:00) added by (B)(6): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro was broken when the package was opened. The hospital did not report any patient effects. The product is returning.